Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis, gore® excluder® aaa endoprosthesis and gore® dryseal flex introducer sheath. The left external iliac artery was highly angulated and advancement of a guidewire was extremely difficult due to strong resistance. The egoist ultimate guidewire could not straighten the artery, but the sheath was successfully advanced to the target region. All the planned devices were implanted without problems. During closure of the surgical wound, pulse of the left lower limb was unpalpable. An angiography showed vascular dissection on the left external iliac artery. An additional bare-metal stent was placed to fix the dissection. The blood flow improved. The patient tolerated the procedure. The reporting physician commented as follows: access to the left side was more difficult than expected. The vascular dissection probably occurred during insertion of the device.